Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 16280944, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pain at the lead site. The physician believed it was not device related. The patient underwent an explant procedure. No device malfunction was suspected.